Manufacturer narrative:
This is 6 of 6 reports (6th MDR).

Event description:
It was reported during the procedure the stent couldn't deploy. Post-procedure magnetic resonance imaging (MRI) showed extensive infection. The patient¿s level of consciousness ( jcs) was 1-3. The physician did not know the causal relationship with the subject catheter or another device(s). Gooseneck snare was used as a medical intervention. The procedure was completed successfully.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device history record review could not be completed because the lot number is unknown. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. Post -op MRI showed extensive infection (ischemic stroke). The patient¿s level of consciousness ( jcs) was 1-3 and unable to eat. According to the doctor, she should recover in about two weeks. Gooseneck snare was used as a medical intervention. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication, will be assigned to this complaint as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported during the procedure the stent (subject device) couldn't deploy. Post-procedure magnetic resonance imaging (MRI) showed extensive infection (ischemic stroke). The patient¿s level of consciousness ( jcs) was 1-3 and unable to eat. The physician did not know the causal relationship with subject surpass or another device(s). Gooseneck snare was used as a medical intervention. The procedure was completed successfully.

Manufacturer narrative:
B5: executive summary: updated. F10/h6: clinical signs code grid updated. D9: product available to stryker updated. H3: reason for no evaluation updated. H3: reason code other added h3 other text: the device is not available to the manufacturer.

Event description:
It was reported during the procedure the stent (subject device) couldn't deploy. Post-procedure magnetic resonance imaging (MRI) showed extensive infection (ischemic stroke). The patient¿s level of consciousness ( jcs) was 1-3 and unable to eat. The physician did not know the causal relationship with subject surpass or another device(s). Gooseneck snare was used as a medical intervention. The procedure was completed successfully.